Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3093-28 lot# v004124, implanted: 2006 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported the patient had a lead revision in 2009. Impedances were in normal range at the time of report.